Manufacturer narrative:
Regarding of this report, (B)(4) device has not yet been returned for evaluation. (B)(4).

Event description:
It was reported that there was a broken capsule. Additional information has been requested but has not been received.

Manufacturer narrative:
Hoya device has not yet been returned for evaluation. Internal reference: b&l (B)(4).

Event description:
It was reported that there was a broken capsule. Additional information has been requested but has not been received.

Manufacturer narrative:
Complaint evaluation details from qa (B)(4). The lens was ejected out from the injector tip. The slider and the rod could advance fully. The leading and the trailing haptic were broken at the blue pmma tip. The slider and the rod could advance fully. Trace of lubricant was found inside the injector tip and on the lens. Review of the production, inspection and sterilization records show no nonconformities and/or deviations from the specifications. Internal reference: (B)(4).

Event description:
It was reported that there was a broken capsule. Additional information has been requested but has not been received.